Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, vessel dissection occurred. In (B)(6) 2013, the subject presented with unstable angina (braunwald classification iia) and was referred for cardiac catheterization which revealed two target lesions. Target lesion #1 was a 75% stenosed de novo lesion located in the proximal left anterior descending artery (lad). The lesion was 5 mm long with a reference vessel diameter of 2.6 mm and treated with pre-dilatation and placement of a 2.50 x 12 mm promus element plus stent. Following the placement of the stent, a proximal grade a dissection was noted. The dissection was treated with a 2.50 x 8 mm promus element plus stent with 0% residual stenosis. Target lesion # 2 was a 70% stenosed de novo lesion located in the proximal right coronary artery (rca). The lesion was 8 mm long with a reference vessel diameter of 2.5 mm and treated with direct stent placement using a 2.50 x 12 mm pe plus stent with 0% residual stenosis. The following day, the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).